Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The unicel dxc 600 synchron system was evaluated at the user facility by a beckman coulter field service engineer (fse). The service documentation revealed that the customer (operator) mentioned they had problems with sodium (na), and an issue with glucose and potassium (k). Based on the operator provided information, the fse changed the mc sample probe and mc wash collar. The calibration and quality control (qc) successfully passed; however, the fse observed that the sodium (na) was still toward the "low" side. The fse noted that the customer had started a new lot of qc. The fse then replaced the sodium (na) measure electrode. While onsite, the operator requested that the fse check the chloride (cl) tip, as maintenance was due. The fse noted that the chloride (cl) tip was pitted and based on the last calibration, the span was going to fail the "service specs" for span. No information was documented regarding the chloride (cl) tip. If beckman receives any information that is relevant to the submission, a supplemental MDR will be submitted. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified the mc sample probe, mc wash collar, and sodium (na) measure electrode as needing to be replaced; which, attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
The following erroneous results were reported: sodium.